Manufacturer narrative:
A replacement glidescope titanium lopro t3 blade was provided to the customer. The titanium lopro t3 blade used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned titanium lopro t3 blade and confirmed the blurry image issue. The camera image quality test was performed and failed. The technical service representative stated that the test pattern lines were indistinct. A visual inspection of the titanium lopro t3 blade determined there was no sign of damage. The technical service representative attributed the poor image quality issue to blade failure. Since the customer had already received a replacement titanium lopro t3, the returned glidescope titanium lopro t3 blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image went blurry and then shut down. The customer was able to isolate the problem to the lopro t3 blade. A delay in the procedure of an unknown duration occurred as a backup glidescope avl titanium reusable system was obtained. No harm to the patient or user was reported.